Event description:
The impella was explanted and the patient outcome was reported as survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to support the 67 year old male patient who had been admitted in with known coronary artery disease and a plan for surgery. The patient was to have a coronary artery bypass graft surgery (CABG) with the 5.5 providing support. The underlying medical history was not shared. While performing the CABG and manipulating the heart there was a perforation of the 5.5 through the ventricle. The surgeon was able to pull back the pump and surgically repair the perforation. Of note the physician was aware that the manipulation should have been "more gentle" but the use caused harm took place. The patient survive the perforation and the pump remains on support now, at day 5 of support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3(manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was likely an unintended use error as evidenced by clinical details mentioning issue occurring during heart manipulation by surgeon.